Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. During set up prior to pt use, the device did not sound an audible alarm tone during an alarm condition. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.